Manufacturer narrative:
Patient identifier not available from the site. A site representative reported that, while in a spinal fusion procedure, they were using a pre-spin which went well. They pulled it off to the side and unplugged the mobile view station (mvs) umbilical cable, it went into stand alone mode. They pushed it along the wall, plugged the umbilical cord in and it was in stand alone mode, the button did not work, they rebooted, it was still in stand alone, checked the umbilical cable was plugged in. Shut everything down, tried again, it was still in stand alone. Came up out of stand alone after 3 shut downs. Site's biomedical engineer went into image acquisition system (ias) to see if it was up before rebooting, he was faced with 'bi software is not running' error message and could not find the configuration file. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation of the issue was performed, the field engineer loaded the ias system configuration file from usb which resolved the issue. No further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, they were using a pre-spin which went well. They pulled it off to the side and unplugged the mobile view station (mvs) umbilical cable, it went into stand alone mode. They pushed it along the wall, plugged the umbilical cord in and it was in stand alone mode, the button did not work, they rebooted, it was still in stand alone, checked the umbilical cable was plugged in. Shut everything down, tried again, it was still in stand alone. Came up out of stand alone after 3 shut downs. Site's biomedical engineer went into image acquisition system (ias) to see if it was up before rebooting, he was faced with 'bi software is not running' error message and could not find the configuration file. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.